Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after receiving an occlusion alert along with restart and change tubing notifications. The patient stated that the tubing had been changed the previous day but that occlusion issues continued. A recommendation was made to replace all supplies with new components. During the discussion, it was disclosed that the cartridge had been refilled to top it off. It was explained that adding insulin to an already used cartridge can cause occlusions and should be avoided. The patient indicated understanding. The patient was using an inset infusion set with 23-inch tubing and a 6 mm cannula. Due to multiple tubing changes over several days, the patient requested replacement supplies. The patient was assisted through a complete supply change, and a follow-up was planned to ensure blood glucose levels stabilized. Blood glucose levels were reported to be affected, with a highest reading of approximately 208 mg/dl and remaining above 180 mg/dl for about two hours. No alerts above 300 mg/dl for over 90 minutes were reported. No back-up therapy, ketone testing, steroid injections, or professional medical intervention were used. Assistance was provided by the patient¿s spouse out of kindness. The patient reported feeling agitated and tired during the event. Subsequent follow-up attempts were made to confirm supply shipment and blood glucose stabilization. The patient later confirmed that supplies had been received and that blood glucose levels returned to range after the supply change. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.